Event description:
The respiratory therapy (rt) staff reported that the ventilator shut down and alarmed while in use on a patient and there was no harm. The rt reported the ventilator was unplugged from the wall ac power outlet for transport and then shut down with no display. The ventilator was plugged back into the wall ac outlet and the ventilator power back on and continued ventilation. The event recurred 2 hours later and the patient was removed from the ventilator with no harm or detriment. Review of the device diagnostic code log indicated a vent inop and 12/24 volt power failure with restart occurrences during operation. The hospital biomedical technician replaced the power supply and sensor pcb board to address the findings.